Manufacturer narrative:
Received one used d1000 tego connector for inspection. A seal tear was found on the top rim of the tego. The reported complaint of a collapsed seal can be confirmed due to the torn seal. The probable cause of the torn seal is due to variation of tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. The device history record was reviewed for the specific complaint lot and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event involved a tego¿ connector. The home hemodialysis nurse reported that the device's access port had collapsed inward and that this issue happened during use on a patient. The product was not reprocessed or re-sterilized prior to use. No one was harmed during the reported event.